Event description:
It was reported the patient experienced irritation in the ipg pocket. As a result, surgical intervention was undertaken, explanting the ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.